Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73g1800863 was manufactured on 07/30/2018 a total of(B)(4) pieces. Lot was released on 08/10/2018. DHR investigation did not show issues related to complaint. From the pictures - unable to be confirmed failure mode reported as "broken parts - clip - inf". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73m1900206, the samples were functionally inspected, and during the test issue reported "broken parts" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. From the pictures - unable to be confirmed failure mode reported as "broken parts - clip - inf". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
It was reported that successive (B)(4) clips in (B)(4) cartridges were used on the patient while (B)(4) of them were found broken during usage on the patient. Involved (B)(4) cartridge totally. Besides, the applier involved was not from teleflex. There were broken clip falling into the patient, but they were all taken out. No sample will be returned.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that successive 18 clips in 3 cartridges were used on the patient while 16 of them were found broken during usage on the patient. Involved 3 cartridge totally. Besides, the applier involved was not from teleflex. There were broken clip falling into the patient, but they were all taken out. No sample will be returned.